Manufacturer narrative:
The insulin pump passed displacement, self test, passed off no power test and a21 alarm test. No unexpected a17 alarm noted. The insulin pump was received with normal operating currents. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump alarmed for external ram crc error. It was reported that the customer also received low reservoir and no delivery alarms. It was reported that the pump would be replaced and returned for analysis.